Manufacturer narrative:
Additional concomitant medical products: model number/catalog number: 72401850, batch/lot number: 869678001, model/catalog description: unknown pump/reservoir; model number/catalog number: 72403872, batch/lot number: 862984016, model/catalog description: unknown pump/reservoir.

Event description:
It was reported that during an ams inflatable penile prosthesis procedure, all components were replaced due to fluid loss. The procedure was completed with a different device. No patient complications occurred in relation this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that a cx 18cm cylinder was used to complete the procedure at both sides. The implant date of the original component was (B)(6) 2014. The patient noticed that there is an inflation and deflation problem and the suspected cause is uncertain. The patient outcome following the surgery was well.

Manufacturer narrative:
The ams700 cylinders were visually inspected and functionally tested. No leak was found. Both cylinders performed within specifications. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Model number/catalog number: 72401850. Serial number- null. Batch/lot number: 869678001. Model/catalog description: unknown pump/reservoir. Model number/catalog number: 72403872. Serial number- null. Batch/lot number: 862984016. Model/catalog description: unknown pump/reservoir.

Event description:
It was reported that during an ams inflatable penile prosthesis procedure, all components were replaced due to fluid loss. The procedure was completed with a different device. No patient complications occurred in relation this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that a cx 18cm cylinder was used to complete the procedure at both sides. The implant date of the original component was on (B)(6) 2014. The patient noticed that there is an inflation and deflation problem and the suspected cause is uncertain. The patient outcome following the surgery was well.